Event description:
An incident occurred during a valve placement procedure where part of the delivery catheter's marker band chipped off in the patient and was removed. Unit was not returned for investigation. The following device deficiency was not associated with an adverse event.